Event description:
Complainant alleged that during training by facility staff, the device displayed "defib fault 78" and "defib fault 79". Complainant indicated that there was no patient involvement in the reported malfunction.